Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting patient temperature they did not trust and decided to end therapy. Their axillary read 36.3c, the rectal probe read 35.4c and a rectal thermometer read 36.9c. They do not want to do any troubleshooting at this time, they just want to know what to do with the arctic sun device. Confirmed no alerts or alarms. Explained axillary temperature was not considered core. Everything was already unhooked so they could not do any troubleshooting (they refused to reconnect to try). Suggested they have biomed pick-up tomorrow and call into the help line, sn # (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The instructions-for-use under (B)(4) rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting patient temperature they did not trust and decided to end therapy. Their axillary read 36.3c, the rectal probe read 35.4c and a rectal thermometer read 36.9c. They do not want to do any troubleshooting at this time, they just want to know what to do with the arctic sun device. Confirmed no alerts or alarms. Explained axillary temperature was not considered core. Everything was already unhooked so they could not do any troubleshooting (they refused to reconnect to try). Suggested they have biomed pick-up tomorrow and call into the help line, sn # (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting patient temperature they did not trust and decided to end therapy. Their axillary read 36.3c, the rectal probe read 35.4c and a rectal thermometer read 36.9c. They do not want to do any troubleshooting at this time, they just want to know what to do with the arctic sun device. Confirmed no alerts or alarms. Explained axillary temperature was not considered core. Everything was already unhooked so they could not do any troubleshooting (they refused to reconnect to try). Suggested they have biomed pick-up tomorrow and call into the help line, sn # (B)(6).